Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of in prevertebral disc herniation undergoing a spinal therapy. It was reported that the flexible arm could not be fixed. During operation, fixation of the product could not be performed, and physician dealt with it by holding the product in hand. Details of what malfunction occurred to the product were unknown, so have to be checked when it is returned. Since the event that the flexible arm could not be fixed occurred frequently, doctor complained about it. It was said that event like this also occurred in may, and draw-bar adjustment had been performed. There were no patient symptoms or complications as a result of this event. The product will be returned and will not be replaced. Therapy/procedure: med the drawbar is almost invisible. The handle and handle screw are biting. The threads front and back of the drawbar were worn and deformed. It cannot be rotated because the handle and handle screw are biting. When tried to pull out the wire from the handle screw, but there was some resistance, but was able to loosen it one step further, but could not be pulled out and could not be disassembled.